Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received states that the device was explanted and a new device was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the implantable pulse generator was not connecting to the patient controller. The patient underwent an unrelated procedure on (B)(6) 2021 and the device was not placed in surgery mode. No additional information is available at this time.

Event description:
New information received states that a surgical intervention is anticipated in the near future.

Manufacturer narrative:
H1 updated to serious injury.